Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode developed a suspected infection at the xiphoid incision site. Surgical intervention was undertaken to explant the system. No new system has been implanted at this time. No additional adverse patient effects were reported.